Manufacturer narrative:
Unit received with constant alarm due to a faulty board. Unable to perform operating currents, self-test and displacement test due to alarm.

Event description:
The customer reported via phone call that the insulin pump experienced multiple occurrence of rf pic failed self test alarm. The customer's blood glucose level was unknown. The customer was able to clear the alarm. The insulin pump did not require the rewind. The error table indicated that the insulin pump should be replaced. The customer was advised that the insulin pump will need to be replaced and to back-up plan. The device will return for analysis.